Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: unknown.  Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The exact cause of the pvl worsening was unable to be confirmed, but may have been due to procedural factors listed above and/or patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, during the implantation of a 29 mm sapien 3 valve in the aortic position via transfemoral approach patient presented with severe pvl located near the ncc commissary (timing unknown). Review of old report showed significant calcium spike in the lvot. Plan was to post-dilate the valve and implant a second 29mm sapien 3 valve lower. However tee, after procedure began, revealed ¿tenting¿ of the sov wall by calcium on the native leaflet that was displaced following original implant. Decision was to abort the second valve implant and instead place two 10mm avp tubes. This reduced the leak to trivial and valve continues to function normally.